Event description:
Customer reported receiving an error 4 message on their locked freestyle meter. When meter was returned, it was found to be unlocked. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Tested returned unit. Uom was set to mg/dl when meter was received. Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e3 errors. Serial number was also corrupt. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.